Event description:
It was reported that the pt was complaining of headaches several weeks after durepair implantation. The product was explanted. There was integration of durepair at the margins with no adhesions to the brain.